Event description:
It was reported that a lead warning was triggered for high impedance on the right ventricular lead. The patient was noted to have had a surgical procedure performed that day and electromagnetic interference is suspected to have caused the warning to trigger. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: redr01 implantable pulse generator (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012. (B)(4).